Event description:
It was reported that the patient with this pacemaker had exhibited infection and had hematoma. A revision was performed, and the pacemaker was explanted while the rv lead and right atrial (ra) lead remains in service. No additional adverse patient effects were reported.